Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system controller pcb and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
It was reported that the customer device locked up and kept cycling to the initial boot up self-test screen. There was no pt use associated with the event.